Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged issue began. As part of the patient's diabetes regimen, the patient claimed she is on insulin. Due to the alleged issue, the patient indicated she continued to administer 25-28 units of insulin (type not specified) in the morning and evening. The patient claimed she had symptoms of "low blood sugar"; however it is not known whether the symptoms occurred before or after the alleged issue began. In response to the alleged symptoms, the patient stated emergency medical service (ems) was notified for assistance. When the ems arrived, the patient stated she was tested by an unknown brand meter with a reading of "47 mg/dl" and then was given apple sauce and a sandwich to eat, as well as IV fluids. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, there was no misused of the meter, the correct test strips were used, and the meter required no battery replacement; however the test strip insertion would not turn the meter on per the owner's manual. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia possibly after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.